Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. The patient was placed on extracorporeal membrane oxygenation (ECMO) and the valve was surgically replaced with a surgical valve. No adverse patient effects were reported.